Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and splitters were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that high impedances were showing on each leads and extensions. Device malfunction was suspected. The patient will undergo a revision procedure wherein the leads and extensions will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm).

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that high impedances were showing on each leads and extensions. Device malfunction was suspected. The patient will undergo a revision procedure wherein the leads and extensions will be replaced.